Event description:
The pt was being evaluated in the eps (electrophysiologic study) lab for possible radiofrequency ablation. The lasso mapping catheter was inserted into the left superior pulmonary vein (lspv). In adjusting the lasso catheter towards the os of the lspv, it was noted the tip of the catheter was stuck about 2 cm inside the vein os. The tip of the circular mapping catheter embedded in the vein wall. Since there was concern of potential dissection of the pulmonary vein, anticoagulation was reversed and the catheter was removed and the case aborted. The catheter was removed with tension and clockwise torque. It appears that the tip of the catheter was exposed. The pt was observed under fluoro for an extended period of time. Vital signs and o2 saturation remained excellent. Ice (intracardiac echocardiography) visualization of the lspv os showed patency with good flow. Repeat CT scan done the following morning showed no evidence of complication.